Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 26 mg/dl at the time of incident. The customer stated that her husband gave her an emergency glucagon shot to treat her low blood glucose. The customer also reported that she received continuous button alarms and cannot clear the alarm. The customer also mentioned that she might have leaned on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.